Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that the dobhoff tip ng tube broke into two pieces while indwelling in the patient. A portion of the feeding tube was retained within the patient. The break of the tube occurred at the 8cm mark of the tube. The tube was indwelling for 20 days before break. The remaining portion of tube was removed endoscopically. Feed history: kate farms peptide 1 cal water history: not available medication history: potassium chloride (klor-con) packet, sodium bicarbonate 650 mg, lipase-protease-amylase (pork) (pancreaze), folic acid solution, imodium suspension, magnesium oxide tablet, multivitamin tablet, omeprazole-sodium, bicarbonate suspension, rifaximin tablet, thiamine tablet, ursodiol liquid , and zinc sulfate capsule. Supplement history: prosourse 60ml bid.